Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 1 months due to unknown reasons. The explanted valve was replaced with a 27mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: attempts to obtain additional information and for product return have been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Device dehiscence or suture tear-out may occur either early or late. When it occurs early, it is typically due to inadequate device implantation combined with friable myocardial tissue. Procedural factors, including suturing issues, may also result in dehiscence of the valve. In this case, the device was exchanged and/or repaired using standard surgical techniques, and no harm resulted. When dehiscence occurs late, it may be related to anatomical factors, including irregular patient anatomy, which may lead to and increased stress on the surrounding tissue over time, resulting in dehiscence. The reported patient condition hypertension (htn) can cause chronic stress on the heart muscle as it works harder to pump blood throughout the body. Based on the information available, the most likely root cause is patient factors. An edwards defect has not been confirmed. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The subject device is not available as attempts were made to retrieve the device, but no device was returned. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (component code, type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, h6 (component code, health effect - clinical code, device code, investigation findings, investigation conclusions). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 1 months due to dehiscence and pvl. The patient presented with heart failure, sob, and chest pain. The explanted valve was replaced with a 27mm 11060a valve. The patient was taken to the cticu in stable condition post procedure. The patient was discharged pod #13. Per medical records, the patient endorsed sob and chest pain and was admitted for acute on heart failure. Pre-op tte (on (B)(6) 2025) revealed severe paravalvular regurgitation with dehiscence. Redo sternotomy was performed to replace the 25mm manga ease and aortic root with a 27mm konect via bentall procedure. Native aortic root annulus was deformed due to aneurysm and pvl. Both coronary artery buttons were dissected free from their respective sinus segments. Both valve and aortic root reconstruction were completed without issue. The patient was taken to the cticu in stable condition post procedure. The patient was discharged pod #13. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.